Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11719 become aware date (g3): (B)(6)2022 additional info: a4 b5 b7 h6 h8

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2020 using cooladvantage coolcurve+ applicators, who developed paradoxical hyperplasia (ph) after treatment. An ultrasound exam was performed on (B)(6) 2021 resulting in no evidence of hernia.